Manufacturer narrative:
Conclusion: a temporal relationship exists between ccpd therapy with the liberty cycler and the reported hernia, however, there are no allegations against the liberty cycler or any fresenius products. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. A prior history of hernia and the placement of the pd catheter are risk factors for increased likelihood of hernia formation a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file reviewed. On (B)(6) 2017 during a follow up phone call for an initial complaint of drain complication this male patient on continuous cycling peritoneal dialysis (ccpd) therapy for renal replacement therapy (rrt) for approximately six weeks, stated he had a hernia and swelling since (B)(6) 2017. The patient also stated that he was experiencing pain and was scheduled for a surgical consult on (B)(6) 2017, during a follow up phone call to the peritoneal dialysis (pd) clinic, the pd registered nurse (pdrn) stated the patient had a hernia located in the groin area which came on suddenly and could be seen when he is in a sitting position, but reduced when supine. Accordingly, the patient had a previous hernia several years prior in the same location (unknown outcome). Additional follow up was received on (B)(6) 2017 that the patient has not required hospitalization and underwent an outpatient hernia repair on an unknown date. The patient had since not missed any ccpd treatments due to the event and was continuing ccpd therapy with no changes.

Manufacturer narrative:
The actual device was returned to the manufacturer. The cycler was repaired before testing was conducted. There were no discrepancies noted during the repair. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file reviewed. On (B)(6) 2017 during a follow up phone call for an initial complaint of drain complication this male patient on continuous cycling peritoneal dialysis (ccpd) therapy for renal replacement therapy (rrt) for approximately six weeks, stated he had a hernia and swelling since (B)(6) 2017. The patient also stated that he was experiencing pain and was scheduled for a surgical consult on (B)(6) 2017, during a follow up phone call to the peritoneal dialysis (pd) clinic, the pd registered nurse (pdrn) stated the patient had a hernia located in the groin area which came on suddenly and could be seen when he is in a sitting position, but reduced when supine. Accordingly, the patient had a previous hernia several years prior in the same location (unknown outcome). Additional follow up was received on (B)(6) 2017 that the patient has not required hospitalization and underwent an outpatient hernia repair on an unknown date. The patient had since not missed any ccpd treatments due to the event and was continuing ccpd therapy with no changes.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he had an existing hernia and swelling since (B)(6) 2016. The patient reported having drain issues and was experiencing pain. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated that she is unsure of what type of hernia the patient has, but said that it is located in his groin area. The pdrn stated the patient informed her the hernia came on suddenly, and showed up when he sits up, and went away when he laid down. The patient was not hospitalized, and has surgery scheduled to have it removed. Per pdrn, the patient had not missed any treatments due to the event, and continued pd therapy unchanged.